Event description:
The report received from the affiliate indicated that during an inventory inspection at the warehouse, a piece of small blackish foreign matter was found inside the sterile packaging of the (B)(4) dura star 3.5 x 10 balloon catheter. The outer box and sterile packaging/seal were intact. There was no damage noted to the product packaging. No other anomalies were found. The product was not clinically used in a patient. The product was stored and handled as per the usual consignment procedure. The product was not re-packaged or re-sterilized.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the affiliate indicated that during an inventory inspection at the warehouse, a piece of small blackish foreign matter was found inside the sterile packaging of the sakura dura star 3.5 x 10 balloon catheter. The outer box and sterile packaging/seal were intact. There was no damage noted to the product packaging. No other anomalies were found. The product was not clinically used in a patient. The product was stored and handled as per the usual consignment procedure. The product was not re-packaged or re-sterilized. The product was returned for inspection. One sterile sakura dura star, 3.50 x 10 was received inside original plastic bag and box. Three particles were observed inside pouch. No more anomalies were found. During the microscopic analysis three foreign materials were observed. Three foreign materials were measured and found out of specification parameters. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported failure 'foreign material' was confirmed. A risk assessment to address this issue has previously been conducted. This additional complaint does not change the severity or occurrence rate of the initial investigation, therefore no action will be taken at this time.